Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller reports patient left a voice message last night indicating one of their legs, did not specific which leg, went numbed and pt has already lost one of their legs [unrelated] and do not want to lose this leg. Agent called patient, no answer, and voice message was full so agent was unable to leave a message. Patient later called back and repeated previously reported information. Pt stated "the device has slipped down and is resting on a bone/nerve on the right side of their body and their right leg went numb as a result. Pt does not have a healthcare provider (hcp). Patient services (pss) sent an hcp list to pt email.

Event description:
Additional information was received on 2024-nov-12. An hcp reported that the device / therapy was not causal or contributory to the patient losing their left leg previously. Regarding the reported issue with the patient's right leg, the patient was seen via a virtual telephone visit on (B)(6) 2024 from their home. The patient complained of back pain and right leg numbness. They explained they had fallen a week prior, and at the time of the evaluation they felt their entire right leg was numb. Some of the symptoms had improved since the fall, but the patient was still complaining of back pain, stomach pain and pain down their right leg when they ambulate. The pt was told by the emergency staff they spoke with to turn their stimulator off. It was unclear if the stimulator was still working. The patient denied any weakness or bowel/bladder dysfunction. The hcp redirected the patient to meet with a manufacturer representative (rep) to evaluate the spinal cord stimulator system. The patient told the hcp they would follow up with their pain doctor and will see their doctor if the stimulator shows signs of malfunction or if their back pain persists. No further I nformation was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.